Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was oversensing and calibration failed. As a result the main board assembly was replaced. (B)(4).

Event description:
It was reported that the external pulse generator (epg) could not pace. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results.